Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} d10: cat# 00786401400 lot# 63559502 femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 14 149 mm stem length cementless cat# 00875101136 lot# 64389282 36mm i.d. Size jj neutral liner use with 54mm o.d. Size jj shell cat# 00875705401 lot# 64310968 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners cat# 00801803602 lot# 64291597 femoral head 0x36mm dia.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient started experiencing allergy symptoms around the implant sight. Patient alleges breaking out in hives. After consulting with a dermatologist, it was discovered a screw was protruding into the muscle. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a4; b5; b7; g3; h2; h6.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. The patient reports ongoing intermittent pain since surgery. Subsequently, the patient also developed a dermatological hive-like breakout approximately 5 years post-implantation which has persisted periodically since. Of note, it was demonstrated on MRI that the acetabular screw does protrude into the muscle although no revision of the product placement or intervention is planned at this time. Current evaluation by allergy and rheumatology is ongoing and the outcome is pending. Further details have not been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Patient's medical history was provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient reported ongoing intermittent pain since surgery, the skin broke out in a large area on right thigh up to top of right buttock. Also experiencing painful burning and itching. Patient reported having flu-like symptoms a few days prior to breakout. An MRI report was also provided and shows acetabular cup screw projects beyond the medial wall of the acetabulum and into the right iliopsoas muscle. Mild edema deep to the right psoas muscle. A definitive root cause cannot be determined. Based on the medical timeline, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.